Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient recovered from the peritonitis. The patient was discharged from the hospital two weeks following their admission. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1951. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the cause of the peritonitis was due to a breach in aseptic technique further specified as the patient touched the tip of their transfer set when changing solutions. The patient was treated with cephalosporin (1 g, intraperitoneally for two weeks) and fortum (1 g, intraperitoneally for two weeks) for the event. It was not reported if the patient was still recovering from the peritonitis. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. On an unreported date the caregiver was retrained on pd procedure. At the time of this report the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.